Event description:
It was reported that the cartridge was dislodged when the customer was removing their case from the pump. The customer re-inserted the cartridge and continued insulin therapy. There was no reported adverse impact to the customer's blood glucose level..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.